Event description:
Customer reported the interconnect cable is difficult to insert or remove. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and lubricated the lemo connector. System operates as intended.